Event description:
Reporter initially noted some hesitation when attempting to start phaco in position 3. Subsequent information received in 06/2003 stated a capsular tear developed. Procedure converted to unplanned ecce; anterior vitrectomy performed and ac iol implanted. Patient currently has high post-op astigmatism.